Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported lock-up issue.  Physio did observe an event code logged in the device's memory which can be associated with a device lock-up condition.  As a precaution, physio replaced the user interface (ui) pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and observed that an integrated circuit (ic) chip, designator u2, had corrupt memory which caused the event code; however, no device lock-up was observed. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service indicator present and appeared to lock-up.  The device would not shock or pace when tested. There was no patient use associated with the reported event.